Manufacturer narrative:
Additional information b5: medtronic received additional information that during the surgery, the bowl of the autolog wash kit was not closed tightly, blood leaked, and the wash kit and the suction anticoagulant assembly were replaced. The instrument was not damaged and no error warnings were issued. After replacing the wash kit and suction anticoagulant assembly, a leak did not occur and the issue did not affect the normal surgery. Correction b5: the devices were replaced to complete the procedure. There was no additional adverse patient effect associated with this event. Correction d3 (MFR name), d3.6 (postal code) <(>&<)> h6 patient codes (ime/annex e): these fields have been updated. Correction section e initial reporter: the street 1, street 2, city, region and postal code fields have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog wash kit and a suction anticoagulant assembly, it was reported that both devices had a quality problem, as the lid will not close tightly, and this led to a blood leakage. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.